Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup, port one and two were not working. An auxiliary light source was used to proceed with surgery.

Manufacturer narrative:
The customer reported that there was no light from the first two illuminator ports of the system. The company service representative examined the system and was able to replicate the reported event. The xenon lamp was replaced to address the issue. The illuminator module was also replaced, but the company service representative did not indicate finding any issue with the module. Unrelated to the reported event the laser display printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on october 16, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. A tabletop illuminator was received and a visual assessment of the returned sample revealed no obvious nonconformity. A known good xenon lamp was installed into the returned illuminator and the module was installed into a calibrated system. The sample was found to meet specifications. The root cause of the reported event can be attributed to the xenon lamp; however, how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).